Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: lot number unknown / not provided. D4: catalog number unknown / not provided. D4: expiration date unknown / not provided. D4: unique device identifier (UDI) unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacture date unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #3 was removed as it had a fractured screw. The fractured abutment screw was unable to be removed, making the implant unable to be restored. No further screw detail were provided.